Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 234 mg/dl. The customer states they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Troubleshooting was performed. The product will be returned for analysis.